Event description:
The international customer reported that the device alarmed and would not power on. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. The manufacturer's service engineer was unable to duplicate the reported problem. The service engineer replaced the cpu board to address the reported problem. Final testing was performed per operating specifications with no fault reported.

Event description:
Factory analysis of the returned cpu pcb board revealed an integrated circuit component was out of specification, which prevented the device from powering on.